Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('feelings of false labor contractions/pelvic pain') in a (B)(6) female patient who had essure (batch no. 527073-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hemorrhoidectomy on (B)(6) 2017, hemorrhoids on (B)(6) 2017, vaginal bleeding on (B)(6) 2011, pap smear abnormal on (B)(6) 2011, vaginal itching on (B)(6) 2011, breast pain on (B)(6) 2010, bloating on (B)(6) 2010, abdominal pain on (B)(6) 2010, vaginal odor on (B)(6) 2010, bacterial vaginosis on (B)(6) 2010, vaginal discharge on (B)(6) 2010, menses irregular on (B)(6) 2010, vaginal itching on (B)(6) 2010, genital bleeding in 2009, (B)(6) genital in 2009, painful intercourse in 2008, uterine dilation and curettage in 2008, abortion in 2008, depressive symptom in 2007, depressive symptom in 2007, removal of kidney stone, multi gravida, anxiety disorder, major depressive disorder, single episode (the patient has been on wellbutrin sr for the past 6 months.), ex-smoker in 2000, multigravida, wheezing, (B)(6), parity 2 (date of births: (B)(6)), acne, lumpectomy (breast cancer) (history of lumpectomy for ca >5 yrs.), hyperglycemia and seizure. Patient had use as treatment chiropractic care, massage therapy on (B)(6) 2008, patient was on implanon. On (B)(6) 2009, patient was reported was quit tobacco in 2000 (used three years) on (B)(6) 2010, patient had right breast pain, tenderness, fullness. Upper inner quadrant pain and fullness in right breast. On (B)(6) 2011 - patient stated she was not pregnant. Previously administered products included for an unreported indication: diflucan, nuvaring from 2007 to 2011, seasonique, valtrex, metronidazole, depo provera from 2006 to 2007, wellbutrin, albuterol, welbutrin, implanon and mirena. Concurrent conditions included food allergy, fibrocystic breast disease, abdominal cramps and mental disorder. Concomitant products included codeine since (B)(6) 2012, doxycycline, ethinylestradiol;levonorgestrel (seasonique) since (B)(6) 2012, fluticasone since (B)(6) 2012, paracetamol (acetaminophen) since (B)(6) 2012, salbutamol sulfate (albuterol), valaciclovir hydrochloride (valtrex) since (B)(6) 2014 and valaciclovir since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced genital haemorrhage ("heavy bleeding/vaginal bleeding/ bleeding"), pain menstrual ("menstrual pain/ shooting pains around ovaries during menstruation/ menstrual cramps"), abdominal distension ("bloating") and menstrual cramps ("menstrual cramps"), 14 days after insertion of essure. On (B)(6) 2012, the patient experienced back pain ("severe back pain/achy stabbing back pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of weight fluctuation ("weight fluctuations"), dyspareunia ("pain during intercourse"), depression ("depression") with fatigue, abdominal pain ("severe abdominal pain"), the second episode of weight fluctuation ("weight fluctuations"), abdominal pain lower ("cramping"), anxiety ("anxiety"), herpes virus infection ("herpes"), breast pain ("breast pain") and asthma ("asthma") and experienced keloid scar ("right breast keloid near nipple"), lasting 3 weeks. The patient was treated with naproxen sodium (midol extended relief caplet), physical therapy (chiropractic care, massage therapy) and surgery (bilatral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, back pain, dyspareunia, depression, abdominal pain, pain menstrual, abdominal distension, menstrual cramps, abdominal pain lower, anxiety, (B)(6) infection, breast pain and asthma outcome was unknown and the keloid scar had resolved. The reporter provided no causality assessment for keloid scar with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anxiety, asthma, back pain, breast pain, depression, dyspareunia, genital haemorrhage, (B)(6), pain menstrual, pelvic pain, the first episode of weight fluctuation, menstrual cramps and the second episode of weight fluctuation to be related to essure. The reporter commented: this case is linked to partner case (B)(4). There were 3 coils visible in the right ostium, and there were 3 coils visible in the left ostium. On (B)(6) 2013- right breast keloid near nipple for three weeks, now resolved. She had lump, pain (interpreted as follow up from <5 yrs. Post lumpectomy for ca-as) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 68.9 kg/sqm. Blood cholesterol - on an unknown date: assessment: elevated results: 225. Hysterosalpingogram - in (B)(6) 2012: results: confirm occlusion of tubes.. Pregnancy test urine - on (B)(6) 2009: results: negative. Smear cervix - on (B)(6) 2007: results: negative for intraepithelial lesion or malignancy. Ultrasound breast - in (B)(6) 2012: results: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2020: pif received: case become serious incident, essure removal surgery and date were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.